Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated glucose levels and fluctuating highs and lows (blood glucose values not provided) after a cartridge cracked, which was believed to have affected algorithm performance. No adverse clinical symptoms associated with hyperglycemia or hypoglycemia reported. Outcomes included insufficient information regarding clinical impact. Investigation included communication, as well as analysis of information provided by the user. Investigation of this case revealed no findings were available, with insufficient information to characterize a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.